Event description:
Patient reproted obtaining back-to-back blood glucose results of 35 mg/dl and 215 mg/dl, while using the suspect device. Additionally, patient reportedly performed another series of back-to-back tests, the following day, with results of 232 mg/dl, 107 mg/dl, 158 mg/dl, 72 mg/dl, 77 mg/dl, and 108 mg/dl. Patient indicated that no action was taken based on these values. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the device. Technical support requested the return on the suspect product and replacement product was shipped.